Event description:
A materials manager reported that during an intraocular lens (iol) implant surgery the haptic was caught in the loader and tore while in the eye. The lens was removed. Add'l info was rec'd from the materials mgr reporting that the haptic was stuck and the tip torn. The lens was exchanged and a suture was required. According to the surgeon the device did not cause or contribute to a serious pt injury and explains it could have been operational error. The surgeon reported the wound was not enlarged but was manipulated to remove the lens. A suture was required to seal the wound.

Manufacturer narrative:
Evaluation summary: the product was returned with solution, haptic damage and optic damage. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).